Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii." The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified two curved openings and flat creases. A weight test of the device was verified and the device overweight. A microscopic analysis was performed which identified more than three openings striated. Based on the device analysis the final assessment is: more than three openings striated in the side anterior assessed as surgical damage. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.